Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports nearly three months after the dental implant and abutment were placed in ada site 13 in type ii bone, the implant had not achieved osseointegration. Clinician reports insufficient bone quality/quantity, pain and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
The clinician reports nearly three months after the dental implant and abutment were placed in ada site 13 in type ii bone, the implant had not achieved osseointegration. Clinician reports insufficient bone quality/quantity, pain and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).